Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
As reported, the balloon of the intraclude aortic device, icf100, could not occlude the aorta. When putting in the intraclude into the endoreturn cannula everything went well. When the team wanted to inflate the balloon, it rapidly lost volume, became unstable. Balloon could not occlude the aorta. It was not possible to inflate and maintain pressure. When removing the balloon, the physician saw that the intraclude was damaged on the catheter. The inraclude was damaged, and this caused the damage on the balloon lumen. They converted to chitwood. Patient did not suffer due to this incident.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a pin hole with a scratch mark was observed between 65 cm and 70 cm marker bands on the shaft of the catheter. The shaft of the catheter was found to be leaking. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system. Additional information: complaint referenced MDR submission of endoreturn introducer device, report number: 3008500478-2013-00467.